Event description:
The manufacturer received information alleging a trilogy evo device active exhalation verification failure. There was no harm or injury reported. The device was not in patient use. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo device active exhalation verification failure. There was no harm or injury reported. The device was not in patient use. During the evaluation at a third-party service center, the customer's complaint was confirmed, it was discovered that one in-line filter prox is contaminated. The device's in-line filter, prox was replaced to address the issue. Additionally, the device's particulate filter, air inlet foam filter, 3 way solenoid valve (blower chassis) and proportional valve (aecm) will be replaced due to the 4-year preventive maintenance. The device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.